Event description:
Initial information was received from a physician on (B)(6) 2012: a (B)(6) female initiated poly-l-lactic acid (sculptra aesthetic) (lot # and expiration date unknown) for cheek enhancement. She received 3 cc's during her first session in (B)(6) 2011. One week after the injection, she complained of joint pain. She stated that her right pinky finger had some joint pain, but it resolved spontaneously. On (B)(6) 2012, she had her second session of poly-l-lactic acid aesthetic (lot # a1046, expiration 10/31/2014), and received 0.7 cc's diluted at 8 cc's dilution, she experienced pain in all of her fingers about one week after the second session. One finger is red and disfigured. The poly-l-lactic acid aesthetic was injected in the face; not her hands. This pt has anxiety issues with these injections so only small amounts were used. The pt has a family history of scleroderma. She is concerned that the poly-l-lactic acid aesthetic was going to cause this or trigger this. The pain was ongoing at the time of report. No further relevant information reported. Pharmacovigilance comment: sanofi company comment (B)(6) 2012: there is insufficient information about the disfiguration of one finger to allow an adequate medical evaluation on the causal relationship. Additional information has been requested.